Event description:
A caller reported that the touchscreen of a pump was cracked and shattered, making it unresponsive and illegible. The customer's blood glucose level was recorded at 171 mg/dl, which is within the normal range. Technical support decided to replace the pump, confirmed the unit was under warranty, and informed the customer of the need for replacement. The customer planned to use multiple daily injections as a backup therapy to avoid interruptions in insulin delivery. Instructions were provided for shipping and returning the faulty pump.